Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the cuff locks were broken during the implant procedure. A new pump was successfully installed. It was further reported that there was no patient impact due to the event but there was a clinically significant delay. The patient was reported as currently alive.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
(B)(6) was the original pump used and (B)(6) was the backup pump. When the mini apical cuff was first sewed in, the pledgets were placed too close together, which caused the tissue to bunch and create protruding tissue that prevented the pump from approximating the mini apical cuff. There was difficulty inserting the pump into the apical cuff and closing the cuff. Repeated locking attempts were noted to have been attempted which may have caused the cuff locks to be broken. The original mini apical cuff was removed and replaced with a new mini apical cuff and a new pump was successfully installed.